Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Sliding core bearing revised after being implanted for 10 years. Report from states poly was in good condition, and review of device history records shows no anomalies.